Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider, via a manufacturing representative, reported postoperative pain at the pocket site. The patient was given medication and antibiotics, and a surgical revision was planned for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.